Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the atrial and ventricular leads both exhibited high thresholds. It was also determined that the device had migrated into the axillary region, reducing any slack in the leads. The leads were capped and replaced, and the device remains in use. No patient complications have been reported as a result of this event.